Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. After the tcar procedure, the patient woke up neurologically intact responding to verbal commands to move the right and left extremities. However, thirty hours post procedure, the patient experienced left sided neglect. The patient was sent for further imaging. No further information was provided to boston scientific.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes. It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. A review of the enroute transcarotid stent device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. After the tcar procedure, the patient woke up neurologically intact responding to verbal commands to move the right and left extremities. However, thirty hours post procedure, the patient experienced left sided neglect. The patient was sent for further imaging. No further information was provided to boston scientific.